Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had done a trial before implant. When asked if it was an advanced evaluation lead that was left in placed they stated it was unknown. They stated there were no difficulties prior to the implant procedure. When asked about the date of the onset of the pain they stated that it was unclear but that it was reported 2 weeks after implant. At the time of the reported pain the system had not been assessed by a clinician or manufacturing representative (rep). The patient had already been hospitalized at an outside facility for the infection on (B)(6) 2024. The source of the infection was unclear. The patient reported the impairment initially parted but the pain returned. It was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that about 2 weeks after implant they started having horrible pain in their right hip. They had an injection in their hip joint with a steroid, but that did not help. Caller reported shortly after the implant they began having pain and lost the use of their left leg and could barely move it. Patient stated they ended up having a severe infection and had a spinal tap done and found vancomycin resistant enterococcus in their spinal fluid. The patient stated that they were in a coma for 4 days. The caller stated that now they are starting to get some of their function back in their leg, but they are still not able to walk more than a couple steps. The caller stated that they had the device explanted, and when they did their hip pain went away. The caller stated that due to having issues with the device they never were able to tell if the implant helped with their incontinence. The caller stated that they have a post operative appointment scheduled with the doctor on (B)(6) 2024.